Event description:
It was reported that the device reached elective replacement indicators prematurely, and there was no capture. Both the device and lead were explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: baa073666v no anomalies found; full lead returned for analysis. Evaluation summary: prj618340s battery - battery depletion-normal